Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had developed pocket erosion and was scheduled for system explant after suffering a stroke. The patient had been hospitalized a couple of weeks prior to the scheduled explant procedure and may have been lying on their side (device pocket side) for that period of time. Prior to the patient's stroke, the system was performing normally and there was no issue with the wound site. The patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted without incident.